Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: customer problem: customer is reporting overfilling of tubes. Affected lot number 3074227. Steps taken with customer/troubleshooting: customer stated citrate tubes are overfilling - not stopping fill at the proper fill volume - nurse must remove tube to stop filling, rather than the vacuum stop pulling blood at the appropriate fill line. They are concern over blood and reagent ratio in the tubes. They have tried several different shelf packs from the same lot # - got the same overfilling problem - no other lot# available to try out for comparison.

Manufacturer narrative:
Investigation summary material #: [363083] lot/batch #: [3074227] bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: customer problem: customer is reporting overfilling of tubes. Affected lot number 3074227. Steps taken with customer/troubleshooting: customer stated citrate tubes are overfilling - not stopping fill at the proper fill volume - nurse must remove tube to stop filling, rather than the vacuum stop pulling blood at the appropriate fill line. They are concern over blood and reagent ratio in the tubes. They have tried several different shelf packs from the same lot # - got the same overfilling problem - no other lot# available to try out for comparison.